Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable defibrillator experienced high defibrillation thresholds during implant. During defibrillation testing, this device failed to convert at 21 and 31 joules. The shock was manually diverted and external defibrillation was required. This device was reprogrammed to maximum output at 41 joules and no further testing was performed. Currently this device remains implanted and in service. No additional adverse patient effects reported.